Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a competitors lead replacement procedure. During the implant procedure, the angiography locates a target lateral vein with a valve in the great vein. It was a difficult task to insert the quartet left ventricular probe with a whisper view. The valve in the great vein is causing trouble and leads to decannulation. Several recannulation trials, but myography kept stopping the procedure. The left ventricular probe is not implanted. Consequently, a fall in pressure is observed and there is appearance of a 10 mm pericardial effusion in the posterior wall of the right ventricle. Under these conditions, it was decided to abandon the procedure and rapidly close at two levels, with a ¿plug¿ in the left ventricular canal. Due to an increase of the pericardial effusion and a percutaneous drainage test that proved to be a failure, the decision to undertake surgery was taken. Thus, the patient was in a state of cardiac stillness and an emergency sternotomy was carried out by the physicians, with pumping. The preoperative discoveries revealed a right ventricular apex wound sutured with patch, glue and surgicel. The right ventricular wound was related to a coronary sinus wound enlarged by the vein cannulation. The septal right ventricular probe was visible on each beat, because of which it was repositioned at the apex with a lower threshold of 2v at 0.5 ms and a suture with a patch was carried out at this location. During the surgical procedure, a medtronic anterolateral bipolar epicardic left ventricular probe, model 4958-40, serial no. (B)(4) was positioned with a lower threshold of 2 v at 0.5 ms. Meticulous hemostasis is carried out. The left ventricular probe is tunnelled in the defibrillator pocket, but not connected. Closure of the sternotomy and closure of the defibrillator wound at two levels. At the end of the procedure, the patient is under amines and, following a transesophageal echocardiography, a left ventricle identical at 25% with a right ventricle that is contracting satisfactorily, without pericardial effusion, is detected. The defibrillator is left ¿off¿ and in ddd packing at 80 bpm, with an output of 3.5 v and 1 ms. Then, the patient is transferred to postoperative intensive care. The patient's blood pressure then dropped and his condition deteriorated. A pericardial puncture, cardiac massage was performed without success. The patient deceased on it was reported that the patient underwent a competitors lead replacement procedure. During the implant procedure, the angiography locates a target lateral vein with a valve in the great vein. It was a difficult task to insert the quartet left ventricular probe with a whisper view. The valve in the great vein is causing trouble and leads to decannulation. Several recannulation trials, but myography kept stopping the procedure. The left ventricular probe is not implanted. Consequently, a fall in pressure is observed and there is appearance of a 10 mm pericardial effusion in the posterior wall of the right ventricle. Under these conditions, it was decided to abandon the procedure and rapidly close at two levels, with a ¿plug¿ in the left ventricular canal. Due to an increase of the pericardial effusion and a percutaneous drainage test that proved to be a failure, the decision to undertake surgery was taken. Thus, the patient was in a state of cardiac stillness and an emergency sternotomy was carried out by the physicians, with pumping. The preoperative discoveries revealed a right ventricular apex wound sutured with patch, glue and surgicel. The right ventricular wound was related to a coronary sinus wound enlarged by the vein cannulation. The septal right ventricular probe was visible on each beat, because of which it was repositioned at the apex with a lower threshold of 2v at 0.5 ms and a suture with a patch was carried out at this location. During the surgical procedure, a medtronic anterolateral bipolar epicardic left ventricular probe, model 4958-40, serial no. (B)(4) was positioned with a lower threshold of 2 v at 0.5 ms. Meticulous hemostasis is carried out. The left ventricular probe is tunnelled in the defibrillator pocket, but not connected. Closure of the sternotomy and closure of the defibrillator wound at two levels. At the end of the procedure, the patient is under amines and, following a transesophageal echocardiography, a left ventricle identical at 25% with a right ventricle that is contracting satisfactorily, without pericardial effusion, is detected. The defibrillator is left ¿off¿ and in ddd packing at 80 bpm, with an output of 3.5 v and 1 ms. Then, the patient is transferred to postoperative intensive care. The patient's blood pressure then dropped and his condition deteriorated. A pericardial puncture, cardiac massage was performed without success. The patient deceased on (B)(6). The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
This report is to retract report 2017865-2016-03562 submitted on may 20, 2016. This report was erroneously submitted. New information confirmed no reported complaints for this lead. The initial complaint documentation received with the return of this product was mistakenly submitted. All previously submitted information should be corrected and updated to not applicable and null fields.